Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, when the firing to the tissue was performed, it was stopped midway, so the staple was fired only till midway. There was no patient injury.